Event description:
Customer reported that her blood glucose measured 270-280 mg/dl late in the day on (B)(6) 2012. She was going through a hormonal changed that could have affected her bg, but when she removed the device (after the normal wear period) she noticed that the cannula was kinked. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the kinked condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification record review could be performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not h ave symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guideline."